Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced "transducer fault, vent inop, motor fault, low pip, low ve and high rate" alarms. The customer performed transducer calibrations. Bench testing revealed that the turbine differential pressure failed.

Manufacturer narrative:
The reported complaint was confirmed through the events log and duplicated during functional check, pt801 has failed.